Event description:
It was reported that the file had come off the plate bender.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4. Corrected: h8. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found rasp feature is detached from the plate cutter, traces of the glue were visible on the affected area of the cutter. No signs of breakage were observed. The observed condition of the device was consistent with a component failure that may was caused by exposure to unintended forces. However due to the low incidence of the observed condition a definite root cause cannot be established. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pl-cutter 2/2.4/2.7 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.430.502. Synthes lot: km972777. Supplier lot: km972777. Supplier: (B)(4). Release to warehouse date: sep 09, 2025. Nonconformance - fp ncr-62947 ¿ 3 pieces rejected for rasp being over surface of part (rasp not level) -supplier notification and return to vendor, no further actions taken due to low occurrence if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.